Manufacturer narrative:
Further investigation of the compact air drive device determined that the motor power of the device was too low. It was noted that the clamps stuck, and the motor power was low. It was further determined that the device failed pre-repair diagnostic tests for check the power with test bench, and check triggers for forward / reverse mode. This information does not change the assignable root cause of improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power of the compact air drive device was too low. It was noted that the motor lacked power. It was further determined that the device failed pretest for check for untrue running, check for excessive noise, check the power with test bench, and check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.